Event description:
A surgeon reported that a patient undergoing cataract with intraocular lens surgery experienced a corneal burn at the wound. A suture was used to close the wound.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).